Event description:
It was reported, that during, the transfer from the surgical table to the stretcher, the pedal allegedly failed. It was further reported, that the patient fell between the surgical table and the transport stretcher. No additional information was able to be gathered regarding this alleged injury.

Manufacturer narrative:
After investigation, it was determined, that the alleged patient fall, during transfer could not be directly tied to the product. Based on the information provided, it could not be determined, that the product caused or contributed to the alleged issue. Date of manufacture and section h codes have been updated. H3 other text: device not accessible for evaluation.

Event description:
It was reported that, during the transfer from the surgical table to the stretcher, the pedal allegedly failed. It was further reported that the patient fell between the surgical table and the transport stretcher. Attempts are being made to gather additional details from the user facility.